Manufacturer narrative:
The sheath split distal tip observed during product evaluation is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was returned for evaluation. The device was visually inspected, and the following was observed: liner expanded 2.5 cm in length from strain relief and 16 cm from tip. Liner unexpanded 8.5 cm in length, starting at 2.5 cm from strain relief. Liner partially delaminated 6 cm in length, starting at 1.5 cm from strain relief. Seam stretched 14 cm in length from strain relief. Tip opened but split. Scratches observed along the sheath material. Due to the nature of the event and condition of the returned device, no applicable functional or dimensional testing was performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the sheath distal tip split was confirmed. Scratches could be observed on the sheath material. Additionally, provided information indicated the presence of calcification and tortuosity within the patient's anatomy. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. Additionally, sharp calcified nodules could damage the sheath tip or shaft through direct contact. If device manipulation was used to overcome any resistance, or high push force was used, during delivery system advancement and/or removal through the sheath, it may force further interaction between the tip and patient's vasculature, potentially leading to the observed distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from affiliates in germany, additional push force was necessary when advancing a commander delivery system through a 14fr esheath+ during a transfemoral tavr procedure. After implantation of the transcatheter heart valve the sheath was removed from the femoral artery. Damage on the sheath was observed. The patient was stable post-procedure and there was no patient injury. The 14fr esheath+ was returned to edwards lifesciences, and a split distal tip was observed during product evaluation.